Event description:
It was reported that a conservative attempt was planned to treat the heavily tortuous, 95% restenosed, right internal carotid artery graft placed in 1994, but the option was left open to convert to an open carotid endarterectomy. A 6-french cut-down access was obtained with c-arm visualization through the proximal common carotid artery as no other access site was available. The lesion was predilated and the 3-in-1, 5.5 rx accunet embolic protection system was deployed distal to the lesion uneventfully. The rx 0.014 acculink ii stent was deployed uneventfully and post-dilated. The more flexible, #2 accunet retrieval catheter was dropped and discarded due to contamination. The #1 accunet retrieval catheter was advanced to the filter. The filter was not able to be fully visualized and the doctor stated "due to the tortuosity" or angle of the graft patch, the filter was difficult to retrieve. The filter did not fully collapse but was withdrawn. The filter got stuck on the distal end of the stent. The patient's head was turned to facilitate filter removal. When the accunet filter was attempted to be withdrawn with resistance, the stent prolapsed distally but did not jump from its deployed location. Blood flow remained good distal to the stent. The accunet wire then separated 9-10 cm proximal to the filter. It was at this point the procedure was converted to an open carotid endarterectomy and the patient was put under general anesthesia. The patient's vital signs remained stable throughout the surgery and post-operatively. Heparin 6000-7000 units was given. There was no clinically significant delay. No additional information was provided.

Event description:
Subsequent information received to the initial medwatch report, additional information was received stating: there was a significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the delivery device was discarded. The lot number was provided. Review of the device history record is forthcoming. A followup will be submitted with all relevant information. The accunet indicated is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Removed. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.